Event description:
It was reported that the User experienced an infection at the sensor insertion site following sensor placement on (b)(6) 2026, with symptoms of redness, swelling, warmth, pain, and later induration beginning on (b)(6) 2026. The healthcare provider evaluated the user and confirmed the infection, prescribing Amoxicillin-Clavulanic Acid 875 mg/125 mg every 8 hours. Over the following days, the infection appeared to worsen, with increasing hardness, edema, erythema, and discomfort despite 48 hours of antibiotic treatment. The user reported that the affected area became harder and expanded, prompting discussions between the healthcare team and nurse regarding the potential need for sensor removal to prevent further complications. Subsequent follow-up revealed that between (b)(6) 2026, the wound opened and drained a significant amount of pus, reportedly exceeding half a cup in volume. After the drainage occurred, the user noted improvement in symptoms, including reduced swelling, pain, and heat, and was able to decrease anti-inflammatory medication use while continuing antibiotic therapy. A later update indicated that the healthcare provider believed the infection was subsiding, with antibiotic treatment scheduled to conclude the following day. Although the wound had opened and continued to ooze, the overall condition was improving. The sensor remained in place throughout the event, no other infections were reported.

Manufacturer narrative:
Development of Infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.